Event description:
Additional information received reported the pump was replaced and at that time the catheter was not manipulated. The expected volume had reportedly been 40ml while the actual volume was 4.0ml however this was conflicting with previous information indicating the actual volume would be greater than expected. Additional clarifying information was attempted to be obtained however it was not yet available as of the date of this report. A follow-up report will be submitted providing the clarification if additional information is received. No further information was provided.

Manufacturer narrative:
Product ID: 8703w, serial# (B)(4), product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that a pump replacement was done on (B)(6) 2014 and, at that time, a catheter issue was discovered, so the catheter was also replaced.

Event description:
It was reported that the old pump was not working due to longevity timeframe and it was "worn out", and the patient wasn't getting a large dose of medication. An underdose was reported. It was noted that when the nurse would come each month, she would extract a greater amount each time, notably indicating a volume discrepancy. It was noted that the for the last six months to a year, the patient was hardly getting any medication. The pump was reportedly infusing dilaudid. The pump was reportedly replaced.